Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation and the device operated per specifications. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed that an astral device stopped ventilation unexpectedly. There was no patient harm or serious injury reported as a result of this incident.